Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the energy activation on the vio integrated electrosurgical generator unit (iesu) was no longer possible and displayed an error c-34. The issue occurred near the end of the procedure. The caller (nurse) confirmed that the failure was permanent. Intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed the error c-34 pointing to a high frequence voltage low in on state. Tse instructed the caller through troubleshooting steps (power cycling of the erbe and removing the external pedal connection) however, without success. Since the operating room (or) team was almost done with the procedure, the surgeon decided to complete the surgical task with an unspecified non-electrosurgical equipment. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. To correct the issue, fse replaced the vio integrated electrosurgical generator unit (iesu). Unrelated to the issue, fse also replaced several dirty gimbal grip pads, a broken spring load cover, and a dirty air filter. Following service, the system was tested and verified as ready for use. The gimbal grip pads, the broken spring load cover, and the dirty air filter are field scrap item and will not be returning to isi for further investigation. The vio iesu was returned for failure analysis and the reported failure (error c-34) was confirmed and reproduced. When the iesu was placed on an in-house system and ran in normal mode, the reported issue occurred. Additionally, fse noted the error c-34 in the error log. The unit will be returned to original equipment manufacturer for repair. No image or procedure video was provided. A review of the site's system logs for the reported procedure was conducted by an isi technical support engineer (tse) when the customer called in for assistance. Investigation revealed error c-34 that may have been related to the system complaint. Additional logs confirm system sk1173 was used on (B)(6) 2022 for a low anterior resection procedure. This complaint is being reported based on the following conclusion: the vio integrated electrosurgical generator unit (iesu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party equipment. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.